Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included plantar fasciitis. Concomitant products included vicodin (norco). In 2007, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and muscle spasms ("lower back cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("hips pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, anxiety, depression, dysmenorrhoea and muscle spasms outcome was unknown and the back pain and arthralgia had resolved. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, muscle spasms and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one tube not fully occluded (1st hsg); on an unknown date: full occlusion confirmed (2nd hsg). Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events arthralgia, muscle spasms, dysmenorrhea, depression, anxiety, back pain and fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the pelvic pain, back pain, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one tube not fully occluded (1st hsg); on an unknown date: full occlusion confirmed (2nd hsg). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.